Event description:
Information received by medtronic indicated that the customer stated no response from the buttons in the insulin pump. Troubleshooting was performed. The customer tried replacing the battery and switching back, and tried resetting the pump connection but the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan per health care professional's instruction. The product will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.